Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) distal conductor fractured; full lead returned. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. The device is part of the advisory for this model.

Event description:
A lead fracture was reported, and the patient received four inappropriate shocks. The pace/sense portion of the lead was capped and replaced. No further patient complications have been reported as a result of this event. Six months later, the defib lead was explanted and replaced, due to increasing impedance. No patient complications were reported. Attorney later alleges the lead had exhibited a fracture and/or was explanted. Additionally, it was alleged the patient is deceased. Review of manufacturer's database revealed the patient had died approximately 1.5 years after the lead was explanted.

Event description:
A lead fracture was reported, and the patient received four inappropriate shocks. The pace/sense portion of the lead was capped and replaced. No further patient complications have been reported as a result of this event. Six months later, the defib lead was explanted and replaced, due to increasing impedance. No patient complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor fractured; full lead returned.